Manufacturer narrative:
It was reported the patient's device was explanted (date not reported). This report is filed on march 13, 2019. Registration number (B)(4). Exemption number (B)(4).

Manufacturer narrative:
It was reported that the patient was placed under general anesthetic in order to undergo skin revision surgery. There was no explant as previously reported, the implanted device remains. This report is submitted on july 05, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and cellulitis at abutment site; subsequently the abutment was replaced. Additional information was requested but not made available as of the date of this report.